Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: tf 9432, tf 9950 during use. Tf 9950 everytime I try to export all events. I was able to export after third attempt. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: tf 9432, tf 9950 during use. Tf 9950 everytime I try to export all events. I was able to export after third attempt. No health consequences or impact.

Event description:
The following was reported to hamiton medical ag: tf 9432, tf 9950 during use. Tf 9950 everytime I try to export all events. I was able to export after third attempt. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During patient ventilation the device alarmed with technical fault (tf) 9432 and 9950. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a circuit board (ip esm) was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the circuit board (ip esm), as no further issues have been reported.